Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not returned to exactech for analysis. Design-related issues: the design of the reverse pilot tip reamer has been in the field since 2009. At the time of this evaluation, 09 may 2018, exactech had received 23 similar complaint reports involving (B)(4) devices since 2009. Because the reverse pilot tip reamer is used in reverse total shoulder surgeries, sales data for glenosphere components was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. A corrections and removal committee (crc) meeting has been held to discuss how to fix this issue. Refer to crc (B)(4) for details. A CAPA was also opened to address the issue. This CAPA resulted in a field advisory notice. Refer to CAPA (B)(4). Mfg-related issues: no information regarding serial number or manufacturing lot was provided. Risk management: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this reverse pilot tip reamer, 750-2007-026-rmr rev h, was reviewed. The risk is captured in row 17. No corrective action is required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken pilot tip reamer reported in (B)(6) was likely the result of the tip of the device contacting the retractors being used during the reaming step. However, this cannot be confirmed as the device was not available for evaluation. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was due to the tip of the device contacting the retractors being used during the reaming step. However, this cannot be confirmed as the device was not available for evaluation. Attempts have been made for additional information. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event.

Event description:
It was reported by ortho reps (B)(4) that when dr. (B)(6) was reaming with the pilot tip reamer for the glenoid, the tip broke off. The reamer had contacted the retractors that were being used. The hospital is keeping the instrument to evaluate before returning it to the agent. Flouro was used and the tip of the reamer was not seen within the surgical site. The cannulated reamer was used to finish.